Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received seven appropriate treatments, six of which converted the arrhythmias to a slower rhythm and one which resulted in post shock asystole.   The device was started up at 19:36:15 on (B)(6) 2022. At 22:56:49, an arrhythmia was detected. ECG shows vf. At 22:57:28, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was sinus rhythm @ 65 bpm degrading to vf. At 22:57:59, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 50 bpm. At 16:54:03 on 10/7/2022, an arrhythmia was detected. ECG shows vf. At 16:54:45, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 50 bpm degrading to vf. At 16:55:07, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 35 bpm with pvc¿s degrading to vf. At 16:55:42, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus rhythm @ 60 bpm degrading to vf. At 16:56:14, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 30 bpm degrading to vf. At 16:56:43, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole for four seconds transitioning to sinus bradycardia @ 35 bpm with nsvt degrading to vf with motion artifact and varying amplitudes. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 17:05:25 on (B)(6) 2022.